Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening device patch side assessed as an unidentified (tear) opening. (Shell thickness within specification). ¿ additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ brown particles observed in the fill channel. ¿ observed non penetrating nicks.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted and replaced.